Event description:
The customer reported that on (B)(6) 2011 erroneous high glucose (glu) results were generated on a cx5 clinical analyzer for two patient samples. The erroneous glu results were not released from the laboratory, and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Upon repeat on another instrument, the glu results were lower, considered valid, and reported outside the laboratory. Beckman coulter inc. Evaluation of customer provided data indicates the generation of sodium patient results as well however these results were not regarded as erroneous. Instrument glu level 1 quality control (qc) results drifted above the established customer specification on the day of the event. A check sample run periodically on the day of the event produced results above the normal range. No patient specific information of sample collection/handling information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found the reagent probe tip teflon worn off. The probe was replaced. Tubing between the t-valve and bubble generator had damaged terminals. The fse replaced the tubing and t-valve. Upon completion of the necessary repairs the instrument was returned into service. The root cause of this event appears to be hardware related.